Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, rewind and basic occlusion test. Device received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in alarm history screen. Motor may have had an intermittent failure not detected during our testing. Motor was tested outside the device and passed. No motion sensor test error alarm noted. Device received with minor scratched lcd window, broken reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error and other error alarms were received. No damage noted on drive support cap. The device was not exposed to a magnetic field. Nothing further reported.